Event description:
It was initially reported that the device was showing its service wrench icon. After an evaluation of the internal electronic device log, it was observed that the device had all three icons illuminated (attention, charge-pak and service wrench) which can be an indication of the device not having sufficient power to deliver effective defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The third party service agent evaluated the device and verified the reported issue. Physio-control has been advised that the customer has not decided to send their device for further evaluation. The device has not been returned to physio-control and it is unknown if it will be. The cause of the reported issue could not be determined.